Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated the clamp is closed on the patient line. The technical service representative(tsr) advised the hp to check the lines for air bubbles. The hp stated the line is filled with air bubbles. The tsr assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed, and the root cause was determined to be use error, closed patient line clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The sample was not returned to baxter, therefore batch review could be performed.